Event description:
It was reported that following an unrelated surgical procedure the ipg became unable to communicate with external devices. Company manufacturer met with patient and deemed ipg to be inoperable after multiple attempts of troubleshooting. As such, surgical intervention may be pending to address the issue later.

Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.